Manufacturer narrative:
The insulin pump failed the displacement test and a35 alarm during rewind due to motor encoder signal out of phase. No motor error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and a motion sensor test failure alarm. The customer's blood glucose level was unknown. The customer stated that they had 3 MRI's done, but the insulin pump was not worn. During troubleshooting, the customer was unable to rewind the device. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.